Event description:
It was reported to st. Jude medical that the device delivered inappropriate hv therapy as a result of double-counting ventricular events. Review of the egms revealed signals characteristic of a lead fracture. The st. Jude medical representative phoned to report that following a lead reposition, the ICD header setscrew would not fully engage and appeared to be stripped. As a result, the device was explanted and replaced with another v-193. The hv lead was tested with the new ICD and lead impedance was stable, therefore the lead remained implanted.